Event description:
It was reported that during patient use, the ventilator's screen went black. Ventilation did not stop but the ventilator was removed from the patient without any reported patient harm. There is no reported death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).